Event description:
Surgeon performing MRI fusion prostate bx [biopsy] procedure on surgical outpatient. While using the bard max-core bx instrument, it began to not fire correctly and was not collecting any tissue for specimen. A new bx instrument was requested by the surgeon. The misfiring bx instrument was removed from the field. Surgeon able to finish case with the new bx instrument.